Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was manufactured from may 15, 2015- may 18, 2015. The device was received for evaluation. Visual inspection did not identify any non-conformances. The device was leak tested and no leaks were detected. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking. There was no patient involvement. No additional information is available.